Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was incarcerating, recurrent flank incisional hernia. The procedure performed was reduction and repair of recurrent incisional hernia, increased difficulty factor secondary to previous surgery and scarification and obesity, thus prolonging the time of dissection of the case. The patient has had a surgical revision approximately 5 years post op and recurrence.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. New information shows that the product within this report did not contribute to the reported issue. No further reports will be sent for this product event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent incisional hernia, increased difficulty factor secondary to previous surgery and scarification and obesity, thus prolonging the time of dissection of the case. It was reported that after implant, the patient experienced an unspecified adverse outcome.